Manufacturer narrative:
The device remains in service. It was reported the physician planned to continue monitoring the non-boston scientific lead, but would revise the lead if the lead safety switch triggered again. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and non-boston scientific right ventricular (rv) lead triggered the lead safety switch (lss) and reverted to unipolar pacing. It was reported a red alert for an out-of-range pacing impedance measurement was issued in the patient's remote monitoring system. The field representative reported that the impedance measurement was low, and the device was reprogrammed back to the bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
The device and leads remain in service with no invasive intervention planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. Four months later, the lead safety switch (lss) triggered again for the non-boston scientific right ventricular (rv) lead as the lead impedance measurement had decreased to less than 200 ohms. The lead also exhibited decreased r-wave measurements and noise that was oversensed, resulting in pacing inhibition. The longest pause in pacing was greater than three seconds. The lead had reverted to unipolar due to the lss, but unipolar pacing caused discomfort for the patient. Therefore, the physician programmed off lss and the lead was reprogrammed to bipolar. It was also reported that noise was present on the non-boston scientific right atrial (ra) lead. No changes were made to the ra lead, as the patient paced only 1% in the ra. The rv lead will continue to be monitored. No adverse patient effects were reported.